Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the mode selector switch was found to be broken off and returned. Based on the complaint condition, the switch was broken in an attempt to keep the instrument from jamming. A root cause related to rough handling was able to be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The ratcheting screwdriver handle is noted in (B)(4) system technique guides including: matrixmandible, titanium sternal fixation, and matrixrib systems. The matrixmandible system contains five screwdriver blades, three detachable handles, and a single screwdriver with handle, all of which can be utilized for screw insertion. The relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture). The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Device history record review: manufacturing date: march 3, 2010. Review of the device history record showed that there were no issues at the time of manufacture that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirm that the material, components, and final product met inspection records, certification test values, and acceptance criteria. The hardness was measured as conforming at 48 hrc. All (B)(4) parts of the lot were checked 100% for features and function with a special gage at the final inspection. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mandible reconstruction surgery on (B)(6) 2016, the ratcheting screwdriver handle kept jamming in the neutral position. Another instrument was readily available to complete the procedure. The scrub tech took the reported ratcheting handle to the back table to try and fix it, but the slide button broke and the screw sheared resulting in it being unrepairable. There was no surgical delay in surgery and no medical intervention was needed. The surgery was successfully completed. The patient's postoperative condition was reportedly stable. This is report 1 of 1 for (B)(4).